Event description:
This pt is a 49-yr-old white male who is undergong chemotherapy for lymphoma. He had a cath placed three weeks ago without difficulty. His first treatment went fine, however, he noticed that with elevation of his arm, he would stop the flow of the fluid. He had an x-ray done after his last cath placement which showed the catheter to be in the correct position without evidence of cramping. There was good flow and good return at that time. However, with the second treatment two days ago, he noticed immediate pain in his left shoulder and was sent for a venogram. It was decided with the pt that they would just remove the catheter and place a new one. Under direct fluoroscopic control, the central venous catheter was placed in the superior vena cava above the caval atrial junction, however, with fluoroscopy, distal approx 6 inches of catheter was identified in the right atrium contained within the right atrium and it was clear that with continued fluoroscopy that this had sheared off under the level of the clavicle where the clavicle had crossed the first rib. The catheter was placed in the correct position and there was excellent flow and blood return and it was connected with the connector. The new port was placed in the creative pocket which was then closed. Attention was then turned to the left chest where the pt had some induration and inflammation around the insertion site. The wound was reopened and the port was removed with approx 3 inches of catheter remaining attached. The end of the catheter was raw and appeared to have been eroded and braided secondary to repeated trauma. The catheter was removed without difficulty. A chest x-ray was taken in the recovery room which confirmed the presence of the catheter fragment as well as the position of the new catheter.